Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (component code), event site email.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer was dispatched and discovered that the EKG cable was physically damaged. The issue was resolved by replacing 0012-00-1155-02 and 0012-00-1157-02. There was no patient involvement. All operational and safety checks were performed. If more information is received in regards to repair, the investigation will be open and updated accordingly.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check by customer ECG cable of cs100 intra aortic balloon pump (iabp) was damaged. There was no patient involvement.